Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugar of 500 mg/dl [blood glucose increased]. Pen malfunction [device malfunction]. Piston rod not dispensing [device failure]. Extracted medication with a syringe [wrong technique in device usage process]. This serious spontaneous case from the united states was reported by a consumer as "high blood sugar of 500 mg/dl(blood sugar increased)" with an unspecified onset date, "pen malfunction(device malfunction)" with an unspecified onset date, "piston rod not dispensing(device failure)" with an unspecified onset date, "extracted medication with a syringe(wrong technique in device usage process)" with an unspecified onset date, and concerned a male patient (born in 2013) who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy." Medical history was not provided. On an unspecified date, the patient reported that the pen had malfunctioned and the piston rod was not dispensing. The patient experienced high blood sugar of 500 mg/dl. Additionally, it was reported that the patient extracted medication from the suspect product with a syringe. Batch number was requested. Action taken for novopen echo was not reported. The outcome for the event "high blood sugar of 500 mg/dl(blood sugar increased)" was unknown. The outcome for the event "pen malfunction(device malfunction)" was unknown. The outcome for the event "piston rod not dispensing(device failure)" was unknown. The outcome for the event "extracted medication with a syringe(wrong technique in device usage process)" was unknown.

Event description:
Case description: investigation results: product name: novopen echo batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation results were updated. Narrative updated accordingly. Final manufacturer's comment: 13-dec-2022: the suspected device novopen echo has not been returned to novo nordisk and batch number is also unavailable. With very limited information regarding the patients handling of the suspected device, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycemia. H3 continued: evaluation summary: investigation results: product name: novopen echo batch number: unknown no investigation was possible, because neither sample nor batch number was available.